Event description:
This spontaneous case was reported by a consumer and describes the occurrence of inflammation ("inflammation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required), faecal fat increased ("its still fat") and swelling face ("facial puffiness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the inflammation, faecal fat increased and swelling face outcome was unknown. The reporter considered faecal fat increased, inflammation and swelling face to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media:inflammation ,faecal fat increased,swelling face. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of inflammation ("inflammation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required), faecal fat increased ("its still fat") and swelling face ("facial puffiness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the inflammation, faecal fat increased and swelling face outcome was unknown. The reporter considered faecal fat increased, inflammation and swelling face to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: inflammation, faecal fat increased, swelling face. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of inflammation ('inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required), swelling face ("facial puffiness"), thyroid disorder ("affect thyroid"), anxiety ("your no longer anxious about having essure inside you") and hypertension ("your blood pressure is probably better now") and was found to have faecal fat increased ("its still fat"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the inflammation, faecal fat increased, swelling face and thyroid disorder outcome was unknown, the anxiety had resolved and the hypertension was resolving. The reporter considered anxiety, faecal fat increased, hypertension, inflammation, swelling face and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: social media received; all source document & references transferred from deletion case no. (B)(4) to this case no. New events- anxiety, hypertension were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of inflammation ('inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required), swelling face ("facial puffiness") and thyroid disorder ("affect thyroid") and was found to have faecal fat increased ("its still fat"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the inflammation, faecal fat increased, swelling face and thyroid disorder outcome was unknown. The reporter considered faecal fat increased, inflammation, swelling face and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received: newly added events- disorder thyroid, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of inflammation ('inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required), swelling face ("facial puffiness"), thyroid disorder ("affect thyroid"), anxiety ("your no longer anxious about having essure inside you"), hypertension ("your blood pressure is probably better now"), gouty arthritis ("gout arthritis"), nausea ("nausea"), dizziness ("dizziness"), menorrhagia ("prolonged periods: birth control to shut off my ovaries"), facial pain ("cheeks and chin felt like grabbed hard, bruised and sore"), myalgia ("legs felt like I ran amrathon, muscles were bad"), muscular weakness ("legs would just turn to weakness"), paraesthesia ("tingling in arms/hands and feet") and muscle tightness ("tense muscles") and was found to have weight increased ("65 pounds"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the inflammation, hypertension and weight increased was resolving, the swelling face, thyroid disorder and gouty arthritis outcome was unknown and the anxiety, facial pain, myalgia, muscular weakness, paraesthesia and muscle tightness had resolved. The reporter considered anxiety, dizziness, facial pain, gouty arthritis, hypertension, inflammation, menorrhagia, muscle tightness, muscular weakness, myalgia, nausea, paraesthesia, swelling face, thyroid disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: gouty arthritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Event "weight gain" added. Outcome for inflammation updated to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of inflammation ('inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required), swelling face ("facial puffiness"), thyroid disorder ("affect thyroid"), anxiety ("your no longer anxious about having essure inside you"), hypertension ("your blood pressure is probably better now") and gouty arthritis ("gout arthritis") and was found to have faecal fat increased ("its still fat"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the inflammation, faecal fat increased, swelling face, thyroid disorder and gouty arthritis outcome was unknown, the anxiety had resolved and the hypertension was resolving. The reporter considered anxiety, faecal fat increased, gouty arthritis, hypertension, inflammation, swelling face and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: gouty arthritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event - gout arthritis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of inflammation ('inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2010, the patient had essure inserted. On an unknown date, the patient experienced inflammation (seriousness criteria medically significant and intervention required), swelling face ("facial puffiness"), thyroid disorder ("affect thyroid"), anxiety ("your no longer anxious about having essure inside you"), hypertension ("your blood pressure is probably better now"), gouty arthritis ("gout arthritis"), nausea ("nausea"), dizziness ("dizziness"), menorrhagia ("prolonged periods: birth control to shut off my ovaries"), facial pain ("cheeks and chin felt like grabbed hard, bruised and sore"), myalgia ("legs felt like I ran amrathon, muscles were bad"), muscular weakness ("legs would just turn to weakness"), paraesthesia ("tingling in arms/hands and feet") and muscle tightness ("tense muscles"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) of 2018. At the time of the report, the inflammation, swelling face, thyroid disorder and gouty arthritis outcome was unknown, the anxiety, facial pain, myalgia, muscular weakness, paraesthesia and muscle tightness had resolved and the hypertension was resolving. The reporter considered anxiety, dizziness, facial pain, gouty arthritis, hypertension, inflammation, menorrhagia, muscle tightness, muscular weakness, myalgia, nausea, paraesthesia, swelling face and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: gouty arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : events added-nausea, dizziness and reporter information added. On (B)(6) 2020: follow up received from social media. Reported information was added. Date of implantation and explantation was added. Events added: menorrhagia, facial pain, myalgia, and muscular weakness. Information about the new reporter was added as per the source document. The incorrect event faecal fat increased was deleted as facial fat (face is still fat) was already coded as face swelling. On (B)(6) 2020: follow up received from social media. Reported information was added. Date of implantation and explantation was added. Events added: paraesthesia distal and muscle tension. Information about the new reporter was added as per the source document. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.